Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective generator driver pcb that was removed and replaced to repair this malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported, because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system was booted and displayed an interlocks failure error code. The system was removed from service for repair.